Event description:
On (B)(6) 2011, patient reported a leak in the infusion set. He discovered the leak when his blood glucose elevated to approximately 300 mg/dl. Patient treated hyperglycemia with injection therapy. His target blood glucose is 80-140 mg/dl. Patient's skin was wet underneath the infusion set adhesive, but the adhesive and cannula were properly connected to his body. Patient was not certain where the leak originated. He did hear an audible click when the infusion tubing was connected to the headset. Infusion set is inserted using an insertion device and was not used longer than recommended. There is no scar tissue in the infusion site area. The infusion tubing was not bent, squeezed, or exposed to excessive mechanical stress. The luer lock was connected properly to the adapter. Infusion set was replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.